Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer has isolated the failure to the main board in house. Info has been added to the database for trending purposes.